Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device alarmed 'cassette not attached properly' during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump started without issue when a cassette was attached, and the sensors reacted to pressure as expected. Root cause of the reported issue is unknown as no issue was found. Replaced the downstream occlusion sensor as a preventive measure. A nonconformance report (ncr) to investigate incorrect/no cassette/disposable detected issues has been created which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 15-feb-2022 for a bubbled downstream occlusion sensor (dso) seal. Dso seal replacement may potentially cause issues with the dso sensor if improperly completed, but there is no indication in the evaluation of an issue with previous repair.